Manufacturer narrative:
The acist high-definition intravascular ultrasound (ivus) kodama catheter was evaluated on february 18, 2026. The investigation confirmed separation of the distal soft tip at the marker band. Damage was observed on the imaging window and within the guidewire lumen (soft tip) region. The evaluation indicated the distal tip encountered an obstruction during advancement with the guidewire in place, and subsequent withdrawal against resistance resulted in excessive deformation and elongation of the distal tip and imaging window, which progressed to separation at the radiopaque marker band. Review of tensile strength monitoring data for kodama lot 00390024 indicated the device was manufactured to specification. Device history and acceptance records for the subject lot were reviewed and no deviations or nonconformities related to the reported issue were identified. Therefore, the event appears to be use-related. This report is closed.

Manufacturer narrative:
The kodama catheter used during the event was reported to be in transit to acist. The investigation is in progress. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
During an intravascular ultrasound (ivus) procedure, using the acist high-definition lntravascular ultrasound (ivus) kodama catheter, the kodama catheter encountered resistance and could not be advanced or retracted as intended. The user noted resistance in the catheter behavior prior to the final attempt and performed multiple pullback attempts, exceeding the number of pullbacks recommended in the instructions for use (IFU). The guidewire and catheter were removed from the patient without complication. Following removal from the patient, manual retraction was attempted and the catheter tip separated outside the patient's body. No patient harm was reported, and the patient remained stable during and after the procedure.